Event description:
It was reported that the pt "underwent insertion of ash catheter with fluoroscopy in 2002. During procedure & after removal of the catheter, pt became hypotensive. Hemothorax noted & chest tube inserted. Pt required repair of laceration of right subclavian & innominate vein. To ICU post op. Condition deteriorated & pt expired."